Event description:
The customer reported that while the iabp was in use on a patient, the iab displayed "leak in iab circuit" during operation. The patient was switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company rep was unable to duplicate the reported problem. Tested unit and performed all leak tests, passed specifications. Observed "leak in iab catheter alarm" in fault log. The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).